Manufacturer narrative:
Analysis confirmed the reported event; both output connectors were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricular and atrial connectors were broken. The external pulse generator was returned for service. There was no patient involvement.